Event description:
During insertion of threaded peg, could not engage the peg with the plate; tried another peg without success; then attempted a smooth peg and was unable to engage with the plate. He tried another plate suing the same holes as the first plate and was still unable to engage the peg with the plate. He decided to try a third plate and was able to get the peg engaged. Surgical procedure was extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.